Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a red heart alarm while on batteries or when connected to the power module. The system controller was exchanged and the alarm was resolved.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported alarm was confirmed during analysis. During functional testing, power cable disconnect alarms occurred. Upon further evaluation , it was found that the brown conductor (battery fuel gauge line) of the white power lead was compromised. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.